Event description:
The customer reported the ventilator failed due to a 24/+ -12v power fail occurrence. The customer reported the device was not in use therefore there was no pt involvement or harm. The manufacturers service technician reported he was unable to duplicate the reported event. Review of the device diagnostic log verified a 24/+ -12v power fail occurrence. The service technician reported the power supply was replaced on a previous visit which addressed the reported event. During evaluation the service technician reported the external battery and backup battery leds were blinking. The batteries were determined to be depleted and were replaced during further service. The service technician was unable to determine if the power fail occurrence was a result of the depleted batteries. Applicable final testing was completed and passed to operating specifications.